Event description:
It was reported that a suspected allergic reaction occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. The patient presented for their 45 day follow up appointment reporting swelling and itching. The swelling and itching were noted to be systemically located. There was no rash noted. The patient was noted to have a possible nickel allergy, and the nickel in the closure device was reported to be the alleged cause of the allergic reaction. It was noted the patient had swelling prior to the watchman implant due to their existing heart condition. The patient was scheduled to meet with the implanting physician to evaluate the patient's progress and discuss potential options for treatment.